Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with 180 units of insulin, and after the delivery of two 5 unit bolus requests, the insulin gauge decreased to 70 units. The customer reloaded the cartridge and received an accurate fill estimate. Additionally, it was reported that the pump touch screen was unresponsive. Reportedly, the customer had to press upon some areas of the touchscreen multiple times. During troubleshooting with tandem technical support, the touchscreen functioned as intended. The customer's blood glucose level was 192 mg/dl.